Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump received unexpected restart alert. The customer's blood glucose level was 137 mg/dl. The customer was assisted in troubleshooting for the unexpected restart alarm. It was reported that the customer was able to clear the alarm as well as complete the insulin pump rewind. The customer reported that the unexpected restart alert recurred during normal insulin pump use. The customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.